Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is over heating during use. The patient also reported that the pdm is losing a battery charge quicker than expected. The patient reported that the battery was swollen to the point it was popping the display out of the pdm. The patient also reported that the pdm will not charge in their car.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The user reported the pdm is overheating, not holding charge, and the battery is swollen. A battery was returned with the device. The battery was not observed to be swollen, and the back cover was able to completely close over the battery. No damages or defects were observed to the lcd screen or to any other exterior components. Initially, the pdm did not power on using the returned battery. The pdm was allowed to charge using the returned battery and powered on with no issues. Inspection of the log files around the date of occurrence showed no signs of the device overheating. The log files show the device was operating within the temperature specifications. The device was allowed to charge during investigation and was not observed to heat up. Inspection of the log files around the date of occurrence found no signs of battery sensitivity issues as the device was constantly plugged in and charging. A battery life test was performed to simulate typical patient use. The pdm was charged to 100% and paired with a pod to mimic typical patient use. During the battery life test, the battery level was observed to decrease from 90% to 6% in approximately 1 hour. The battery temperature was observed to remain within the operating specifications while performing the battery life test. Investigation confirms the battery is unable to hold charge for 48 hours per the design specifications, but the exact cause of the inability of the battery to hold charge could not be conclusively determined.